Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found.the analyst also noted: helix was able to be extended/retracted within specification.

Event description:
It was reported that during implant the lead had high impedance at several sites and the helix was difficult to extend and retract. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.